Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Red status indicator and beep.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The user first installed the pad-pak on the (B)(6) 2015 and performed to specification up to and including the last log entry, prior to receipt at heartsine, on the (B)(6) 2016. Both pad-pak's were inserted into the device and the device passed a self-test. A test shock was delivered without fault and an acceptable measurement was recorded. Investigation found no fault with the returned device. The device performed to specification throughout the history log and during testing at heartsine. The device history log was intact and contained approximately 17 months of continuous data. There is no evidence within the history log of the device failing a self-test which would have resulted in a flashing red status led and failure chirp.